Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: did the device have both issues of clips cutting the vessels and clips not holding on vessels? The device had issues either of clips cutting the vessels or clips not holding on vessels.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcl20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an interrupted pelvi-mandibulectomy with left fibula free flap procedure, the clips cut the vessels or do not hold. This incident led to bleeding and a complementary hemostasis with a scalpel was made to control bleeding. The procedure was lengthened 5-10 minutes. No blood transfusion required and no consequence to patient was reported.